Manufacturer narrative:
Section a: the incorrect date of birth was inadvertently added in the initial report. The correct date of birth is unknown. Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported dim led on the heartmate 3 system controller was not confirmed. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking for the serial number of the heartmate 3 system controller and if it would be returning for analysis; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a new modular cable and controller due to the pump running led being burnt out.

Manufacturer narrative:
The serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.